Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system. Other relevant devices are: vamf3228c150tj; s/n: (B)(4); use by date: 2019-10-18; upn # (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a chronic type b dissection. It was reported on the following day that a cerebral infarction was noted and the CT showed a ruptured thoracic aortic aneurysm disease. Although the patient had no subjective symptoms, ascending aortic replacement was urgently performed. It was reported that the top bare and one stent of the proximal device (vamf3228150) were removed and then blood vessel prosthesis implantation was performed in the site where the top bare and stent were removed. As per the physician the cause of the event cannot be determined. No clinical sequelae were reported and the patient is fine.